Event description:
A complaint was received indicating a 68 mg/dl scan when scanning the adc device on a ¿sunday¿. As a result, the customer self-treated with candy and soda, and no comparison blood glucose test was performed. The customer continued to obtain an unspecified low glucose scan the following tuesday, (B)(6) 2022, and experienced weakness and a headache. Hcp contact was made, and the customer was provided an unspecified intravenous serum by the hcp for treatment. An hcp blood glucose test of 111 mg/dl was reported. There was no medical diagnosis, and the customer was informed that their "blood glucose was fine". It is unknown if the unspecified serum was consistent with the unspecified low glucose scan. There was no loss of consciousness or seizure reported. Of note, the customer was wearing the sensor on the stomach which is off-label placement. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.